Event description:
A customer contacted beckman coulter regarding potential for erroneous total prostate specific antigen (psa) results, that were generated by the unicel dxl 800 access instrument. The customer indicated that the samples were rerun but results have not been provided by the customer. The customer indicated that there has been no report of patient injury requiring medical intervention or change to patient treatment connected with this event.